Event description:
The device was stapling in front of the area that the surgeon wanted to staple. The device works properly approximately fifty percent of the time. The device was taken out of circulation.